Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up calls were made and the customer reported being sick for three to four days and then went to the hospital. His blood glucose was over 300mg/dl at time of admission. The customer mentioned that he had a heart attach symptoms, was shaking, weak, and dizzy. The customer stated that his doctor and himself were making adjustments to the basal. He also stated that the sensor readings were completely different from his blood glucose readings. The customer stated that he wears the infusion sets and reservoirs for three days and sometimes he lets the reservoir go empty to avoid wasting any insulin. No further information was provided.